Event description:
New information received notes the patient presented remotely via merlin.net. The right ventricular lead noise was oversensed leading to pacing inhibition. No changes were made.

Event description:
It was reported that the right ventricular lead exhibited noise. No additional information was reported/additional information was requested but not received.